Event description:
It was reported that during a case, the doctor used a drill bit to create a pilot hole for the unit. Once the unit was loaded with suture, it was inserted into the pilot hole using a mallet. The unit was inserted about half way but would not advance any further. It was further reported that after subsequent taps with the mallet, the unit splintered into several pieces. The doctor removed all of the pieces and used another unit to finish the case.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.